Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance starting to trend higher than before. Thoracic impedance also starting to trend higher. Recommended evaluating lead in office. Device remains implanted. Should additional information be received, this file will be updated.